Manufacturer narrative:
On 9/10/2019 we have requested the device be returned to the manufacturer for an evaluation. To date, we have not received the device.

Event description:
On (B)(6) 2019 the consumer claims the product overheated and caused 2nd degree burns on her back. The consumer received medical attention.